Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found dried body fluid in the lead lumen. The conductor coils were deformed at 366 mm and 777 mm from the terminal pin.

Event description:
Boston scientific received information that during a revision procedure, this left ventricular (lv) lead was found coiled at the main coronary sinus access point. The lv lead was ultimately explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.